Event description:
The initial reporter stated they received discrepant results for two patient samples tested with tina-quant hemoglobin a1cdx gen.3 on a cobas c 503 analytical unit. The first sample initially resulted in an hba1c value of 8.80 %. The sample was repeated on a second analyzer, resulting in a value of 5.89 %. The second sample initially resulted in an hba1c value of 8.49 % on (B)(6) 2025. The patient doubted the high value, so the sample was repeated. The repeat values from on (B)(6) 2025 were 5.91 %, 5.85 %, 5.87 %, 5.85 %, 5.88 %, 5.93 %, 5.81 %, 5.83 %, 5.87 %, and 5.87 %. The sample was repeated on a second analyzer on (B)(6) 2025, resulting in a values of 5.76 % and 5.5 %.

Manufacturer narrative:
The serial number of the c 503 analyzer is (B)(6). The calibration trace showed frequent errors. Control data was imprecise. The alarm trace shows sample duplication errors. The investigation is ongoing.

Manufacturer narrative:
The sample probe was checked, cleaned, and adjusted. Washing was checked and was found to be acceptable. The investigation determined the issue is consistent with insufficient pre-analytic sample handling. Medwatch fields d1, d2, d4, g1, and g4 have been updated.